Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet device would not power on when attempting to announce a meal despite the battery previously indicating about 40% and after charging on multiple outlets with a solid green light on the charging pad; earlier the device had been functioning, and backup therapy was available. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a touchscreen-related operational issue consistent with an unresponsive key or button, with findings indicating a software problem and linkage to a component-level failure of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.